Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article, ¿long-term outcomes (8-years) from the prospective randomized control trial of trans-oburator tapes for stress incontinence in women (the etot study)¿, that 341 women underwent gynecological procedures between april 2005 and april 2007 and mesh was implanted. The objective of the study was to assess the long-term outcomes following transobturator meshes and to compare the effectiveness of inside-out versus outside-in approaches. Sexual function deteriorated in up to 30 women. Eight women underwent further surgical treatment for either early or late failure. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/4/2019.